Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the returned battery cap tightened fully. The display was found to be dim and pink. There was no damage or peeling found to the keypad. The contrast key was found to be intermittently unresponsive to testing. The ok, down and up keys worked appropriately. The keypad was removed for further investigation and contamination was found under the contrast key contact.